Event description:
It was reported that this right ventricular lead experienced fracture and exhibited insulation damage. This was confirmed through x-rays. Due to this, an inappropriate shock was delivered. It was decided to surgically abandon and replace this lead. No further adverse patient effects were reported.